Event description:
The customer reported the system displayed grainy images and irratic live fluoro. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep completed a visual inspection and found bent/pushed pin in lemo receptacle. He replaced the lemo receptacle. The system operates as intended.